Event description:
Customer called to report the pump had excessive no delivery alarm. Troubleshooting was performed. Pump alarmed appropriately. Insluin flowed freely, lead screw was clean, and driver block slides freely across the lead screw. Reservoir test was done. Again pump alarmed appropriately. Device was not dropped, bumped, or exposed to moisture.